Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter fusiform abdominal aortic aneurysm. The proximal aortic neck measured 24 mm in diameter and 10 mm in length. The proximal aortic neck was tortuous. The proximal aortic neck angle measured 50 degrees. It was reported that there was a proximal type I endoleak observed. The physician commented the cause of the type I endoleak was due to the tortuosity and short aortic neck. An aui device was used and it was difficult to follow the greater curvature which made the device difficult to deploy. The type ia endoleak flows into inside left greater curvature of the aneurysm. The physician will monitor the patient. No additional clinical sequelae were reported.